Event description:
Initial info was received from a consumer via the us food and drug administration (FDA) (report # (B)(4)) on (B)(6) 2012: a female consumer received injections with poly-l-lactic acid (sculptra aesthetic) (lot # and expiration date unk) in her forehead; therapy dates, dosages, and indication were not provided. The consumer reported that a sculptra rep had assisted with previous forehead injections. On (B)(6) 2008, the product formed large bumps in her forehead, which were very noticeable and commented on by her friends and family. In her attempt to correct the appearance of her forehead, she took time off work, lots of vacation days, endured monetary costs, and experienced much grief. She stated that her life has changed totally. She was an avid swimmer, but reported that she will not pull her hair back or go public to swim anymore. She stated that her face has been, "damaged and cannot be repaired. For a single woman in an outside sales position, the recommendation by the doctor and the sculptra sales rep proved to be disastrous for me." She has been told since that time, that sculptra should never be used on the forehead. Treatment included saline solution injected into her forehead for 6 months by a doctor, trying to break up the lumps. When that did not work, she went to another doctor who injected a different type of solution (not specified). She went to appointments for 8 months, with no results there either (treatment not specified). She then went to a doctor who tried to break up the nodules; he contacted sculptra and was told there was no known product to dissolve or break up the nodule. He surgically removed the lumps. The consumer stated that she has 4 cuts on her forehead, along with slight dips and bumps where they were removed. Medical history and concomitant medications were not mentioned. No further relevant medical info was reported.

Manufacturer narrative:
(B)(4): this case is lacking sufficient info of determine the facial disfigurement is a temporary or a permanent damage. Details about the event outcome has been requested.